Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification) ¿ pain: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture per mammogram and exchange due to concerns with the product. Additionally, patient reported sharp pain from shoulder through left breast. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported "sharp pain from shoulder thru left breast". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture per mammogram and exchange due to concerns with the product. Device remains implanted.